Manufacturer narrative:
Reported event: an event regarding inaccurate reaming involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. A request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists and tech service report is provided by the complainant. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise, shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. A request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists and tech service report is provided by the complainant. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Leg length discrepancy. Surgeon would like to have report done. Case type / application: tha 4.1. Update as per mps response on 25 july 2024: additional information received, "1. What is the surgeon¿s plan for this patient? Unknown. 2. Which side was the operative side? Left. 3. Is the operative side longer or shorter than the other side? Longer. 4. Length of discrepancy (mm): approximately 10mm".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Leg length discrepancy. Surgeon would like to have report done. Case type / application: tha 4.1 update as per mps response on 25 july 2024: additional information received, "1. What is the surgeon¿s plan for this patient? Unknown 2. Which side was the operative side? Left 3. Is the operative side longer or shorter than the other side? Longer 4. Length of discrepancy (mm): approximately 10mm".